Event description:
The pt underwent a sling procedure, and post-operatively, the pt presented with a palpable, subrethral mesh exposure. The pt was unsuccessfully treated with hormonal therapy so the exposed mesh was resected and the area was sutured.